Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue of clip opening while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip opened post deployment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The mitraclip grasped the a2p2 mitral leaflets without issues. During deployment and while removing the lock line, the clip appeared to have opened. Reportedly, there was no resistance during lock line removal. The clip remained stable and well seated at that area and no treatment was provided. The mr had been reduced to grade 1-2. There was no adverse patient effect. No additional information was provided regarding this issue.